Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Correction report being filed to correct information that was reported in field b5:describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the lead exhibited high threshold measurements. After explant, the lead was disposed of and not available for return.